Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device was not communicating. A technical support specialist performed the full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was not communicating and they were not able to refill the station with any medication. The customer reported that the user was not able to remove/issue medication to the patient during the malfunction and there was a delay in issuing medications to patient. There were no adverse events or injuries reported based on this incident.